Event description:
It was reported that after vns implant, the patient experienced more "issues." The patient reported an increased in seizures, her anxiety got worse, as well as her depression. It was also noted that the patient experienced weight loss during titration. The patient had the vns disabled due to a non-vns surgery, and opted not to reenable therapy. Attempts for additional information have been made; no additional relevant information has been received to date.